Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred after an infusion set change. The customer's blood glucose (bg) was 400mg/dl. A correction bolus was delivered and an infusion set site change was performed to address the bg level. The customer performed a cartridge change resolving the occlusion alarm. During a follow-up, it was confirmed no additional occlusion alarms occurred after the cartridge change and the customer's bg levels were decreasing.